Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, fluid loss alarms occurred during the initial ablation phase of the procedure, prompting the genesys system into an automatic cool down. Prior to cooling phase completion, the physician moved the sheath to inspect the patient's cavity and leaked saline. Later that day, it was noted the patient sustained a burn classified as second degree which was treated with lidocaine cream. Additional follow up received on (B)(6) 2012 from the attending nurse confirmed the second degree burn classification and that there have been "no further issues" reported with the patient.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.